Manufacturer narrative:
(B)(4). The reported field event of an inability to disconnect the lead from the header was confirmed in the laboratory. Visual inspection noted that the vtip set screw was stripped. The stripped hex cavity prevented the set screw from being loosened far enough to allow the lead to be removed from the header. The cause of the stripped vtip set screw could not be determined.

Event description:
It was reported that a patient presented for generator change out due to normal eri. The set screw issue was observed. The lead could not be disconnect form the header. The lead was capped and replaced. The patient is stable post-procedure.